Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pyelonephritis ("pyelonephritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dizziness ("dizzy spells"), ear disorder ("ent disturbances"), balance disorder ("loss of balance"), migraine ("migraines"), vomiting ("vomiting"), hypoaesthesia ("numbness in hands"), dyspareunia ("pain during sexual intercourse"), loss of libido ("loss of libido"), weight increased ("weight gain"), vulvovaginal mycotic infection ("recurrent vaginal fungal infections"), urinary tract infection ("recurrent urinary tract infections"), paraesthesia ("electricity behind knees"), fatigue ("general fatigue"), depression ("depression"), night sweats ("night sweats") and conversion disorder ("fits of hysteria"). Essure treatment was not changed. At the time of the report, the pelvic pain, pyelonephritis, dizziness, ear disorder, balance disorder, migraine, vomiting, hypoaesthesia, dyspareunia, loss of libido, weight increased, vulvovaginal mycotic infection, urinary tract infection, paraesthesia, fatigue, depression, night sweats and conversion disorder outcome was unknown. The reporter considered balance disorder, conversion disorder, depression, dizziness, dyspareunia, ear disorder, fatigue, hypoaesthesia, loss of libido, migraine, night sweats, paraesthesia, pelvic pain, pyelonephritis, urinary tract infection, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: her life has changed with the inserts. She was going to ask her gynaecologist to remove them. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pyelonephritis and pelvic pain. She will ask to her gynaecologist to remove the inserts. Pyelonephritis is unanticipated whereas pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur after essure insertion. Considering the temporal relationship and the lack of alternative explanations, a causal relationship with essure cannot be excluded. Considering the local, mechanical action of essure in fallopian tubes, pyelonephritis was considered unrelated to essure. This case was regarded as incident by health authority. In addition, non-serious events were reported. A product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pyelonephritis ("pyelonephritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pyelonephritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), ear disorder ("ent disturbances"), balance disorder ("loss of balance"), migraine ("migraines"), vomiting ("vomiting"), hypoaesthesia ("numbness in hands"), dyspareunia ("pain during sexual intercourse"), loss of libido ("loss of libido"), weight increased ("weight gain"), vulvovaginal mycotic infection ("recurrent vaginal fungal infections"), urinary tract infection ("recurrent urinary tract infections"), paraesthesia ("electricity behind knees"), fatigue ("general fatigue"), depression ("depression"), night sweats ("night sweats") and conversion disorder ("fits of hysteria"). Essure treatment was not changed. At the time of the report, the pelvic pain, pyelonephritis, dizziness, ear disorder, balance disorder, migraine, vomiting, hypoaesthesia, dyspareunia, loss of libido, weight increased, vulvovaginal mycotic infection, urinary tract infection, paraesthesia, fatigue, depression, night sweats and conversion disorder outcome was unknown. The reporter considered balance disorder, conversion disorder, depression, dizziness, dyspareunia, ear disorder, fatigue, hypoaesthesia, loss of libido, migraine, night sweats, paraesthesia, pelvic pain, pyelonephritis, urinary tract infection, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: her life has changed with the inserts. She was going to ask her gynaecologist to remove them. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pyelonephritis and pelvic pain. She will ask to her gynaecologist to remove the inserts. Pyelonephritis is unanticipated whereas pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur after essure insertion. Considering the temporal relationship and the lack of alternative explanations, a causal relationship with essure cannot be excluded. Considering the local, mechanical action of essure in fallopian tubes, pyelonephritis was considered unrelated to essure. This case was regarded as incident by health authority. In addition, non-serious events were reported. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.